Event description:
The user facility reported a 67-year-old female male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that following the impella cp implant, the patient had weak pedal pulses and the extremity became cool to the touch. Concerns for distal perfusion and the patient¿s overall worsening condition were discussed and the decision was made to explant the pump the same day.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury."

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.